Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lv vector was changed and the lead remains in use. No further patient complications have been reported as a result of this event.